Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This notification was opened for review due to an allegation of remstar autoa-flex device that the customer alleged months of bloody noses. There was no report of serious or permanent harm or injury. There was no report of medical intervention.the device has not yet been returned to the manufacturer for evaluation. The investigation is ongoing.